Event description:
Difficult deflation was encountered during a coronary stent expansion in a saphenous vein graft. Successful deflation was achieved and the balloon was removed without incident. The procedure was completed successfully with this balloon without patient complications. This device has been destroyed by the user facility, therefore, no failure analysis will be available. This device was used in a non-indicated procedure which may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Direction for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature...these catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."